Event description:
It was reported that the patient had syncope. The rv lead had a possible fracture and high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554-45 implantable pacing lead (B)(6) 2008. (B)(4).